Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with blood glucose value of 26 mg/dl. Customer was hospitalized to treat hypoglycemia. The current blood glucose value was 70 mg/dl. Troubleshooting was performed. Customer was treated with intravenous insulin drip and paramedics IV infusion glucose. The pump was used with the 48 hours of the reported event and smart guard/auto mode was active at the time of event. No further patient complications were reported. The device will be returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged visit to emergency room, ems dispatched and was hospitalized for low blood glucose found on (B)(6) 2022. On (B)(4), svn#: 000314954967 - customer returned pump for an alleged blank display, battery cap contact missing/damaged, battery cap broken/cracked/damaged and belt clip damage found on november 07, 2022. On (B)(4), svn#: 000313034256 - customer returned pump for an alleged pump/bg meter communication anomaly, visit to emergency room and was hospitalized for low bgs found on july 21, 2021.unable to confirm belt clip damage due to pump received without the original belt clip. A test belt clip locks securely into the belt clip rails. Pump was received with the original battery cap. No missing/broken/cracked/damaged battery cap and battery cap contact noted during visual inspection. The original battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08735 inches. The pump was monitored for several days, and no blank display noted. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 85 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts were noted. No power error 25 and replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: november 07, 2022 00:31:01.000 insert battery alarm was recorded and found in the formatted history file on: november 07, 2022 10:14:40.00 november 07, 2022 10:24:00.000 replace battery alert was recorded and found in the formatted history file on: november 07, 2022 10:02:00.000 and power loss alarm was recorded and found in the formatted history file on: november 07, 2022 10:25:16.000 november 07, 2022 10:25:24.000 earliest power data available per the power management tool/detail trace file is on december 08, 2022 at 11:30:57 am. There was no power data available for the event date of november 07, 2022. Unable to check power data for low battery alert, replace battery alert and power loss alarm. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electrical board. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.4mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm belt clip damage due to pump received without the original belt clip. Belt clip damage was unknown. Blank display, battery cap contact missing/damaged and battery cap broken/cracked/damaged were not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Pump/bg meter communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer was hospitalized on (B)(6) 2022 due to low blood glucose level. Customer's blood glucose level was 32 mg/dl at the time of incident. The device was returned for analysis.